Event description:
After troubleshooting an instrument alarm, user received erroneous sodium and potassium results for one pt sample. Initial sodium result was 104 mmol/l and initial potassium result was 2.5 mmol/l. They did not believe the result and sent the sample to another lab for analysis. At the other lab, it resulted with a sodium of 133 mmol/l and a potassium of 3.4 mmol/l, which was believed to be correct. The erroneous results were not reported. During troubleshooting, the user realized the ise mixtower had not been fully raised into its correct positon, which caused the incident. The issue was resolved by raising the lower. The customer confirmed there has been no recurrence.